Event description:
Customer reported that a microsensor was replaced because the wires were exposed near the connector.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been performed by the supplier. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter has been stretched and broken at the connector. The catheter wires are exposed at the catheter. Black sutures attached to the catheter. Catheter is discolored and kinked. Received the connector in a separate pouch inside the catheter pouch. Markings on the connector. No testing possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.